Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Clip, jaw the analysis results of the el5ml device found that it was received with the right jaw ramp broken and with the orange indicator already over traveled. Upon functional testing of the device, the clips were ejected due to the found condition of the jaw. The found orange indicator failure is not related with the incident reported. It should be noted that an investigation has been initiated to address the potential root cause of the broken jaw issues.